Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax, pneumomediastinum, and a tear in the membranous portion of the airway. The target nodule was 5.4 cm in size, and located in the left upper lobe. The lesion was identified using a radial ebus probe, and imaging was facilitated by c-arm fluoroscopy. Instruments used included a 21g flexision biopsy needle and third-party compatible forceps. The procedure was aborted, preventing full lymph node sampling. Initially, the pneumothorax was small but worsened overnight at a different hospital. The patient was known to have been extubated and was expected to be discharged a week after the procedure. The physician suspected that the tear in the membranous portion of the airway occurred at the end of the procedure during the removal of the ion system and suctioning. The patient's prior radiation treatment contributed to tissue friability. Although the catheter bend angle did not return to a relaxed position, the physician did not believe this caused the tissue tear.

Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) senior failure analysis engineer. Investigation revealed there were no related system errors that occurred during the procedure that was relevant to the reported event. Review of the state logs by an ion systems analyst showed that during retraction of the catheter, a limp transition was triggered as expected. After the catheter went limp, state logs show that trackball motion was detected, which resulted in commanded catheter articulation. The state logs show that actual articulation tracked with commanded articulation. No unexpected catheter tip motion was observed in the logs.